Event description:
It was reported that the insulin pump alarmed button error. The keypad and the buttons were unresponsive. The customer's blood glucose was 260 mg/dl. The customer removed and reinserted the battery. The customer stated that they were not home, the insulin was low, and their blood glucose was high. The customer declined troubleshooting for the unresponsive keypad because the insulin pump was being replaced due to the button error. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with operating currents within specifications. Insulin pump passed self test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Insulin pump was monitored and no blank display anomalies were noted. No damage on the lcd isolation tape noted. Insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted. Insulin pump was received with cracked case at display window corners, cracked display window and missing end cap sticker.